Manufacturer narrative:
Bayer service went to the site and performed a check of the involved envision injector, serial number (B)(4). The injector was found to perform to specification. The disposables involved in the event were discarded at the site; however, the batch number (8409804) was provided by the customer. Functional testing of the retained sample confirmed no air ingress. The disposables performed as intended. The site declined an offer of applications assistance.

Event description:
The site reported the following: a radiologic technologist reported that an elderly female on chronic oxygen therapy was injected with a half dose of contrast media while connected to an envision CT injector. Immediately after injection the woman complained of numbness around her mouth, light headedness, shortness of breath and had a slight red flush on her face. She was transferred by ambulance to the nearby hospital emergency department. The staff suspected that the patient was having an allergic reaction. A review of the CT images post injection showed two air bubbles in the pulmonary artery. No information on the status of the patient following her transfer to the emergency department was available.